Event description:
Patient was receiving continuous venovenous hemodiafiltration (cvvhdf) and the continuous renal replacement therapy (crrt) with the prisma flex machine shut down with screen message saying call service, system failure and discontinue treatment. Immediately, the registered nurse (rn) followed the instructions on the screen and returned patient's blood and disconnected the patient from the machine. A picture of the screen message was taken and biomed called and shown the message. Biomed checked the crrt machine and it was operating properly and biomed called baxter to discuss the message. Baxter informed biomed the issue could be a pressure pod or the crrt cassette. The pressure pods were checked and operating properly so the crrt cassette with m-150 assumed to be the issue. The rn changed the prisma flex machine and loaded a new cassette which takes at least 20 minutes to prime.